Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device's lcd screen was physically damaged and unable to be read. The device's display board needs to be replaced to address the issue.